Event description:
It was reported that the procedure was to treat a moderately calcified, right coronary artery. A 2.25 x 18 mm xience xpedition stent delivery system (sds) was being advanced to the lesion; however, it could not cross. The sds was removed and pre-dilatation was performed with an unknown balloon catheter. The same xience xpedition was advanced again but halfway through the guiding catheter, the shaft separated. The device was removed without issue. A non-abbott stent was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4) - re-insertion. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the xience xpedition everolimus eluting coronary stent system instructions for use states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. Based on the reviewed information, no product deficiency was identified.